Event description:
It was reported that the subject device had no display, the touch screen display is not coming during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is not displayed on the monitor due to a defect of the printed circuit board and dust accumulation inside the device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: regarding the customer allegation image is not displayed on the monitor due to a defect of the printed circuit board, and related to the new reportable findings the cause is traced to component failure for defect of the printed circuit board and regard the dust inside the device the cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.